Event description:
Asku

Manufacturer narrative:
Reviewed the information obtained through follow-up. New information was obtained and included the cause of death on the death certificate is acute myocardial infarction, secondary coronary artery disease. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacturer's database noted the patient died less than 3 weeks post implant of the lead and implantable cardiac defibrillator. Cause of death has been request and not received.